Event description:
The patient reported symptoms of constricted airway, swollen face, neck and throat. The patient went to the emergency room (ER). The treatment was discontinued on (B)(6) 2011.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications.